Manufacturer narrative:
Samples received: there are no samples or batch number available. Analysis and results: as no batch number is received, the batch manufacturing record cannot be reviewed. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.

Event description:
According to the information received from the surgeon, the needle detached during the withdrawn of the blister; no use of the suture. The suture was taken with the needle holder.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the suture. During a surgical procedure using local anesthesia, the needle detached. The patient was undergoing closure of the endo-buccal mucosa and it was noted that the suture had loosened from the needle. Further details on the outcome of the procedure were not provided. Additional information has been requested.

Manufacturer narrative:
Samples received: 1 open sample (without aluminium pack). We have received one open and unused sample (without aluminium pack) with the needle detached from the thread, and thread is still wound on the pack. However, without any closed sample we cannot carry out an analysis in order to take a decision. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.